Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming and the drive support cap was protruded. Blood glucose level at the time of the incident was 54 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. The insulin pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.